Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2016 due to a high blood glucose level. She woke up with a high blood glucose level of 450 mg/dl. Customer treated her blood glucose level with 4 units of insulin and 6 hours later her blood glucose level was over 600 mg/dl. Her blood glucose level slowly came down. However, she was not feeling well and treated using a pen. She was vomiting and went to the emergency room afterwards. Her blood glucose level was 335 mg/dl at the time she was admitted to the hospital. The customer experienced a diabetic ketoacidosis. The insulin pump was removed 5 hours prior to hospitalization. The infusion set's cannula was bent. The device was not returned.